Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found to have an input disk #6 broken causing the grip cable to be loose at the distal end and caused the instrument not to close all the way and not secure the clip completely as reported by the customer. Further, during the visual inspection, hairline cracks were found on grip input disks #7. Additional observation states that the instrument had corrosion or contamination on the input bearings. Input disk bearings exhibited orange discoloration. The corrosion was observed on the outer ring of the bearing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The large hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not secure the hem-o-lock clip in place completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred during a prostatectomy procedure while the surgeon attempted to clamp on a vessel or tissue bundle. The patient was not affected nor harmed. Site attempted to use the clip applier once more prior to removing it from the field and labeling it defective. The instrument would not "clip" the clip all the way, however, the other clip appliers from the same bundle of hem-o-lok¿s had no issue.